Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer's mother called and reported the insulin pump alarmed, indicating a compromised force sensor system. Customer's blood glucose was not known. It was further stated that insulin was squirting out during manual priming and continued to drip after motor stopped. The customer was unable to exit the preparing to prime loop. Further troubleshooting was declined. It was advised that the customer revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.